Event description:
Wire loop of a resectoscope cutting loop electrode broke during an endoscopic procedure. Add'l cutting electrodes (3) were then used with the same type of breakage resulting before the case was completed. No pt problems were reported.